Manufacturer narrative:
Investigation is ongoing. Device not returned. Device not returned.

Event description:
As reported, approximately one year and 6 months post implant of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve was explanted for an unknown reason.

Manufacturer narrative:
Upon further investigation, a redaction to this report is required. Per medical notes received, the patient developed endocarditis. There was no mention of the source of the endocarditis approximately 1 year and 6 months post tavr implant. The tavr valve was explanted and replaced with a surgical aortic valve. Late endocarditis may occur due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. There was no allegation that a thv edwards device may have caused or contributed to the endocarditis. There was no allegation of an adverse event or device malfunction related to the identity, quality, durability, reliability, safety, labeling, effectiveness or performance of this thv edward device. This event is no longer reportable to the FDA.